Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer would address the occlusions by performing the load process and resumed insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.